Event description:
The customer reported that during a lavh procedure the device was sticky and would not release tissue. From the surgical report it said the device worked fine on the various pedicules but that on the last bite, there was bleeding which was significant. They tried to control the bleeding with bipolar but were not successful. Because of the continued bleeding and size of the uterus, they converted to an open procedure. The pt has been released.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.